Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced intraoperative ocular hypertension in an eye with microphthalmos. Due to intraoperative ocular hypertension, the lens was implanted and removed intraoperatively. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. H6 - health effect - clinical code (e): 4581: elevated iop initial MDR. Claim # (B)(4).